Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: on 11/sep/2020, fresenius became aware this (B)(6)-year-old ((B)(6)) female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for six-weeks. Subsequent attempt to obtain additional information (e.g. Discharge summary, medication list, past medical history, pd prescription) have thus far proven unsuccessful. Based on the limited available information, the patient¿s liberty select cycler is disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) had occurred warranting further investigation. Furthermore, once discharged the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency.

Event description:
A peritoneal dialysis (pd) patient reported that they had been hospitalized for 6 weeks. Additional information was requested, however, to date has not been provided.